Manufacturer narrative:
Follow-up # 1 ¿ (6/21/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 5/30/2013 and 6/14/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging an unusual issue with the patient's onetouch ping meter where the display shows "0.00 mg/dl." The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 4pm. The patient manages his diabetes with insulin pump therapy. The reporter denied the patient made changes to his usual management routine. About 30 minutes after the start of the alleged issue, the reporter claimed the patient felt symptoms of dizzy, pale, headache and was quiet. The patient obtained a blood glucose result of "60 mg/dl" with another meter. At that time, the patient ate glucose tablets/ glucose gel as treatment. At the time of troubleshooting, the cca was not able to walk the reporter through resolving the alleged issue. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptoms of "dizzy, pale, headache and was quiet" does not meet lifescan's criteria for a serious injury. There is no evidence the patient administered inappropriate self treatment due to the alleged issue. The patient treated self based on results obtained from another meter. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.